Event description:
It was reported the physician began a permanent procedure, and the pt bled heavily. The physician decided to abandon the procedure. F/u identified the pt was kept in the hospital overnight to monitor the issue. The bleeding began after the incisions were made. It was reported the pt's clotting times tested high, but the pt did not admit to taking any medication to cause the issue.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of blood loss could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.